Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 13.6 cm from the connector pin due to friction to the device can. The proximal coil was exposed at the same area which could account for the reported noise anomaly.